Event description:
Customer reports that dopamine was infusing at a slow rate. Intended programming was 4cc or 1.3 mcg/kg/min. Customer observed that infusion was dripping faster, checked the device and confirmed correct programming. The next time the customer looked the bag was empty. The medication and fluid concentration were 400/250. The pt experienced increased heart rate (hr), esmolol was given to decrease hr and decrease blood pressure from dopamine effect. Though requested, no additional info is available.

Manufacturer narrative:
The facility did not return the involved lvp (pump module) and reports that they are unsure which pcu device was the one involved in the event. At the time of the event, there were two pcu's in use and the customer was unable to identify which one was being used for the reported over infusion. The facility's biomedical engineer was only given one pcu for eval. The biomedical engineer reviewed the lvp and pcu event logs and confirms the logs do not contain data with the reported event date. A copy of the lvp event log and the event log for the alaris pc unit was received for analysis; however, the investigation is not complete yet. A follow-up will be submitted with any relevant info.